Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient will undergo a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence and device failure. The aus remains implanted and is scheduled to be revised on (B)(6) 2021.